Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified or failure detected as results were within specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Asm was at the account and was able to visualize the faintest line where the capsulotomy was begun by the laser and did not see any cavitation bubbles around the capsulotomy on the large screen. After the case asm discussed further with surgeon and advised that the software change did not change anything about how the laser suctions onto the eye, only the way the laser detects possible loss of suction. He said that while he understands that, the suction on the laser all day that day felt like the suction was not vacuuming on as well as in the past. Surgeon said he felt that with the 3 prior patients however, treatments were not affected. He did say, that with this patient he knows that her anxiety and squeezing and moving was an issue, but he felt the vacuum was not as good as the last time he used the laser. Field service visited the account and checked the system, performed a daily alignment verifications and mock treatment with no issues. Everything checked to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that after 0.3 seconds into the capsulotomy (while laser is firing), suction was lost and the error message appeared. Surgeon was able to do a manual capsulorhexis inside of the faint laser capsulotomy, and the case proceeded without issue. In the end the patient has a successful surgery. It was reported that prior to surgery patient was very anxious and expressed her anxiety several times. Surgeon coached the patient of what to expect and the need to stay still. He discussed with her that staying still may be more difficult as she cannot see with her other eye and therefore this patient cannot use that eye for fixation. Patient was docked with size 12 loi. Once under the laser it was noted that the patient had moved her eye significantly and the eye was no longer centered. The patient was groaning and complaining that she ¿did not like it¿. Surgeon released vacuum and redocked after more coaching and reassurance. This time the patient stayed more still, but moved enough that the surgeon had to re-scan the eye. During the ¿visualize and customize¿ step the loi lost suction again (prior to laser firing). Surgeon changed to a new loi 12, and attempted to re-dock. This loi held suction well, and the patient was more still, but still verbally complaining that she ¿didn¿t like the feel of the suction ring in her eye¿. The visual and customize portion was completed and the laser began firing. It was then when the suction was lost during capsulotomy. After a break, surgeon decided to try to redock the patient again, and to try to do a larger capsulotomy, outside of the range of the current partial capsulotomy. Asm advised that this is completely unstudied, unreviewed, and that I could not offer any advice or recommendation regarding this potential treatment. After much thought and discussion with the patient, surgeon did redock and try to do this second treatment, but again the machine was unable to hold suction (prior to laser firing), and after two tries to hold suction he aborted the second treatment.